Event description:
Revision surgery performed due to luxation of the left hip in 2009. A "zweymüller" stem (possibly sl-plus stem) and ceramic ball head were revised. Whether the cup was also revised is unclear. No precise data given. We became aware of this event while reviewing medical documents reported under MDR 9613369-2016-00034.

Manufacturer narrative:
(B)(4).

Event description:
Revision surgery performed due to luxation of the left hip in 2009. No precise data given. Sl-plus stem and ceramic ball head were revised. We became aware of this event while reviewing medical documents reported under MDR 9613369-2016-00034.